Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device location unknown.

Event description:
Left knee nexgen lps implanted on (B)(6) 2010 and revised on (B)(6) 2017 for breakage of polyethylene articular surface. Additional information was received on (B)(6) 2018. Tm monoblock tibial component is the only tmt design controlled part.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. It is unknown whether the components were implanted with the correct fit and orientation. Tm monoblock tibial component is the only tmt design controlled part. Device history records were reviewed for tm monoblock tibial component and no deviations or anomalies were found. No x-rays or photos were received. Relevant medical history is unknown. Attempts were made to obtain additional information through (B)(4). No further details were made available. The tm lps monoblock tibia was implanted for 7 years, 6 months prior to the alleged tibial polyethylene articular surface breakage. The type and location of the breakage remains unknown since they were not reported nor were photographs of nor the explanted device itself returned to tmt. No x-rays or imaging reports were provided. Additional information was requested but very limited information was provided. As a result, the alleged breakage of the tibial polyethylene articular surface has not been confirmed by this engineering investigation. Tm monoblock tibial component is the only tmt design controlled part. This investigation by product development is considered closed at this time. Should additional information become available, this investigation may be re-opened.

Event description:
Left knee nexgen lps implanted on (B)(6) 2010 and revised on (B)(6) 2017 for breakage of polyethylene articular surface. Art surface entered was usage in revision of tmt monoblock- (B)(6) 2018 addi update. The tibial tray is a monoblock component. Therefore, the articular surface is attached to the tibial tray and they are considered one component. Tm monoblock tibial component is the only tmt design controlled part.